Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-11438. Related manufacturer reference number 1627487-2019-11439. Related manufacturer reference number 1627487-2019-11441. It was reported the patient's leads migrated at the l1 and l5 vertebral levels. Surgical intervention took place to revise the leads. Surgery addressed the issue. Note: it is unknown which leads were revised, therefore all leads are included in the reports.